Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2010v diopter 20.0 and the haptic tore prior to insertion. The lens was not implanted and there was no patient contact or injury. Contact stated the lens was damaged by te cartridge. It was indicated that the msi-pm injector and aq cartridge were used, but the lot numbers were unknown